Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose level was 560 mg/dl. The customer also reported a past event of no delivery which was resolved. The mentioned that the issue was due to the infusion set and not the insulin pump. The customer declined troubleshooting as it was a past event. The insulin pump will not be returned for analysis.